Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "system shut down" (loss of power). A biomedical engineer reported that during a case, the system shut down with a code that said to reboot. To troubleshoot, the nurse changed out the handpiece. The system rebooted and the case was completed as planned without further incidences. There was no pt impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).